Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400-477 mg/dl). Correction boluses and insulin injection were administered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Customer changed pump supplies; however, customer's bg remained in the upper 400 mg/dl range. Customer alleged pump was not functioning properly and reverted to using manual injections for insulin therapy. Upon follow up, customer reviewed pump functions and load process. Customer was satisfied with meeting.